Event description:
The following was reported: during a cerebral avm (arteriovenous malformation) coil and nbca (n-butyl 2- cyanoacrylate) embolization procedure, a balloon catheter was used to control blood flow in the feeder vessel to the avm. During the procedure, bleeding was observed. The exact location of the bleed is unk. Follow up responses received april 11, 2008, revealed that a guidewire (subject device) used in the procedure possibly caused or contributed to this bleed. Procedural context of subject device usage remains unk. The bleeding was stopped by embolizing the feeder vessel and proximal vessel of the avm. The procedure was completed without further issue. The pt condition following the procedure is unk.

Manufacturer narrative:
Add'l info from the user facility was inconclusive, as the pt condition pre-, during and post-procedure were unk. Device code: other - subject device was used without issue. The risk of the reported event is contained in the device directions for use (dfu): "vessel trauma may result from the improper use of this device. Follow the instructions for use carefully. When the guide wire is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the wire without observing the resultant tip response. Do not leave the wire in a prolapsed condition, as damage to the wire may occur. Never advance the guide wire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip, damage to the catheter and/or vessel perforation. Potential adverse events associated with endovascular procedures (including guide wire usage in the neuro and peripheral vasculature) include but are not limited to: aneurysm rupture; access site complications including infection, hematoma and nerve injury; cerebral ischemia; death; embolism (catheter/device, air bubble, plaque, thrombus or char); intracerebral/intracranial hemorrhage; pseudoaneurysm; seizure; stroke; transient ischemia attack; vasospasm; and vessel perforation, dissection, trauma or damage." Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.